Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, radiation tx-head / neck area, xerostomia, smoker, immediate implantation, mobility.